Manufacturer narrative:
The MDR submitted with MFR report #: 1024879-2025-01634 was submitted with the incorrect site registration number. This MDR is now void and an MDR with the correct site registration number will be submitted.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, there was one device that the needle broke inside the sheath when the plastic sheath was removed. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, there was one device that the needle broke inside the sheath when the plastic sheath was removed. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.